Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient passed away due to cardiac tamponade on (B)(6) 2024. The patient had a low flow at the time of cardiac tamponade. During the procedure to evacuate the tamponade, the patient passed away.

Event description:
Additional information reported that the outcome was not considered device or therapy related. The device operated as expected.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow events could not be confirmed as no log files were submitted for evaluation. According to the account, the low flow events were due to the patient's cardiac tamponade. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported tamponade and subsequent patient outcome could not be conclusively determined through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including pericardial fluid collection and death, that may be associated with the use of the heartmate 3 left ventricular assist system. This section also addresses all pump parameters. Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 4 also explains that changes in patient condition can result in low flow. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. A section on ¿handling emergencies¿ is also provided in the patient handbook. No further information was provided. The manufacturer is closing the file on this event.